Event description:
It was reported the patient underwent a laparotomy. Three to five days post operatively, the patient experienced a wound dehiscence. Physician opined that wound dehiscence may possibly been caused by suture breakage. The dehiscence was repaired surgically.